Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(4) 2013, it was reported that the patient had experienced elevated blood glucose levels for the past week. He does not think the infusion device delivers an accurate amount of insulin. A week ago his diabetic specialist reduced his basal rates on the infusion device and the following day he began experiencing hyperglycemia. The patient does not think the basal rates are the cause of the elevated blood glucose levels. He stated that he increased the basal rates, but the elevated levels continue and were as high as 400 mg/dl. His normal level is 200 mg/dl. He stated that he had tried to program a bolus after lunch, but he never heard the piston rod in the device move even though the device displayed that it was delivering the bolus. The patient changed the infusion set and programmed another bolus, which he thinks was correctly delivered. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned to have the delivery accuracy evaluated.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.